Event description:
Precise vista 35w skin stapler would not fully close the staples. The staples were also sitting too high on the skin. A subsequent stapler worked without problems. Used < 2 minutes.